Manufacturer narrative:
Patient was explanted due to an infection at the ipg site. There is no alleged stated deficiency or malfunction of this device, and infection was not at the lead site, so it does not meet reportability criteria.

Event description:
Follow up information identified the location of the infection was at the ipg site. The patient was treated with intravenous (IV) and oral antibiotics.

Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-04403. Related manufacturer reference number 1627487-2019-12640. It was reported that the patient experienced an infection. Surgical intervention took place to explant the patient's system.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
3 of 3. Related manufacturer reference number: 3006705815-2019-04403. Related manufacturer reference number: 1627487-2019-12640. Follow up information identified the infection has resolved.